Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(4) reported difficult cutting of the vitrectomy cutter during the procedure. No patient impact was reported.

Manufacturer narrative:
The device was returned and evaluated. The needle was not bent and the port window was in the open position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The cutter was clogged, preventing cutting and aspiration. Due to evidence of use, the cause of the blockage cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. There is no further investigation needed at this time.